Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that they were inaccurate. They were having a lot of difficulty registering the patient and were attempting to use both touch and trace. They eventually got the metric to 0.9, but were still inaccurate so aborted navigation with an hour delay. Troubleshooting determined that the side with the fiducials they were attempting to used appears to have a pad or something depressing the skin. No impact on patient outcome.